Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: 7076431 / (B)(6). Batch: 7076431 / 7076589.

Event description:
It was reported that the patient was experiencing pain, shocking sensation and inadequate stimulation. It was noted that the patients leads had migrated which was confirmed via x-ray. It was also noted that the patient had difficulty charging the ipg. Reprogramming was done but was unsuccessful. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads will not be returned as they were discarded by the medical facility.